Event description:
As reported by our edwards lifesciences japanese affiliate, that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra resilia valve, resistance was encountered during esheath+ insertion, with inability to advance through a calcified, tortuous segment of the right external iliac artery. During insertion of the esheath+, slight resistance was noted within the subcutaneous tissue at the puncture site, and a minor tear at the liner tip was suspected. Advancement was continued; however, the device failed to advance at a calcified, tortuous segment of the right external iliac artery (eia). Further forward pressure was associated with additional liner tearing. The affected device was removed, and a new 14 fr esheath+ was opened and inserted, which passed through the eia without issue. The procedure was successfully completed. No patient injury was reported, and the patient was reported to be in stable condition post-procedure. There was reported damage to the esheath+ liner and no damage to other edwards devices. No difficulty was reported during insertion or removal of the second esheath+ or delivery system. The delivery system and/or valve did not protrude out the side of the sheath, and the angle of insertion was reported to be steep. Product will be returned for investigation. The reported perceived root cause was resistance encountered during initiation of esheath+, insertion in the subcutaneous tissue, followed by inability to advance through a calcified, tortuous segment of the right eia, with continued advancement and forward pressure associated with suspected liner tearing.

Manufacturer narrative:
D4: primary unique device identification (UDI) number: (01)00690103217360(17)271105(10)67184618 the manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.